Event description:
The customer reported 2 posterior capsule tears occurred. The surgeon stated he had difficulties with the chamber shallowing. The event did not seem to be triggered by any particular action and there were no sys messages displayed. No single use items were re-used. Pt outcome is unk; add'l info has been requested. The surgeon stated he would complete the questionnaire, but it has not been returned to date.

Manufacturer narrative:
The company service rep examined the sys and could not duplicate the problem. The sys was tested and met all prod specifications. A review complaints for the last 24 months did not indicate any add'l reports for this sys. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.